Manufacturer narrative:
The system controller and backup battery were not returned for evaluation. Several attempts to obtain the system controller and serial number were made. As the serial number of the device was not provided, the date that the backup battery was manufactured is not known, therefore, the device history documentation could not be reviewed. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on september 1, 2015 the system controller would have alarmed with a backup battery fault due to the clock reaching the backup battery expiration month. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The serial number of the device was not provided, therefore the device unique identifier (UDI) and manufacture date are not known. The device is expected to be returned for evaluation. It has not yet been received. This report represents the primary system controller. Reference MFR report number 2916596-2015-01888 for the report on the backup system controller. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed placeholder

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while at home, the patient experienced a backup battery fault alarm shortly after midnight. The patient was reportedly asymptomatic but upset. The patient silenced the alarm and exchanged to the backup system controller. The backup battery fault alarm recurred on the backup system controller. Two replacement system controllers were shipped to the patient. No further issues were reported.